Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident and treated with food. Customer declined to trouble shoot low blood glucose. The insulin pump will not be returned for analysis.